Event description:
Baxter germany reports a transfer set leak. The leak was noted by the pt while disconnecting from the bag. A transfer set change was required. No pt injury or medical intervention reported.